Manufacturer narrative:
The investigation summary is as follows: the received catheter was still placed inside a 24g cannula. Many occlusions were visible, and it wasn't possible to flush the catheter. Later, it became possible, and the catheter was found to be leaking just distal to the cannula. When carefully removing the cannula, a small tear became visible. Microscopic examination showed typical signs of a pressure burst at the proximal part of the end marking. It is unknown how long the catheter was in use nor which syringe size had been used to flush the catheter before connecting to a pump. The cannula shows a kink at the junction to the hub; occlusions and kinks can result in increased pressure. It should be noted that the IFU states the following: never use organic solvents such as alcohol directly on the catheter, it may weaken the material. If an alcohol-based disinfectant is used on the insertion skin area, it must dry completely before exposing the catheter to any mechanical stress. Do not stretch the catheter or subject it to pressure above 21.75 psi (1.5 bar, 1125 mmhg). Do not use small syringes as these can generate very high pressures. It is possible to generate 4 or 5 times the maximum safety pressure with any size of hand-held syringe. Subjecting the catheter to pressure above 21.76 psi can result in rupture and embolism. Smaller syringes generate higher pressures than larger ones. Batch history records could not be checked, as there was no batch number provided. Each catheter is flow and leak tested during production and the tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out. This is the second complaint regarding a leaking code 4g07126106. No further corrective action is initiated by quality management as a manufacturing fault cannot be determined. No further correctve action will be initiated at this time. Vygon will continue to monitor for this issue.

Event description:
The PICC line was found to be broken and removed.

Manufacturer narrative:
The failed sample has been returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated with FDA within 30 days of completion.

Event description:
The PICC line was found to be broken and removed.